Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic assisted repair on an incarcerated incisional hernia on an undisclosed date and mesh was implanted. On (B)(6)2014 the patient had a surgical procedure to remove tumors in the peritoneum. Upon entering the abdominal cavity, her physicians encountered extensive adhesions of the mesh to her bowel and abdominal wall. On (b)(\6)2015 she underwent another invasive and extensive surgical procedure to take down adhesions, repair recurrent hernias and remove the mesh in its entirety. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair on (B)(6) 2011 and physiomesh was implanted.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.